Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"This patient had an initial surgery of ascend flex rsa on (B)(6) 2014. The implants used in this surgery were (dwb940), (dwb960), (dwb993), (dwd180), (dwd170), (vdv118), (vdv126),(dwd120)×2. And after four years and seven months, when the patient had an x-ray on (B)(6) 2019, fracture of the humeral bone fracture was found. Revision surgery performed on (B)(6) 2019."